Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the impella procedure was completed. Knot advancement was performed with the two pre-placed proglide sutures; however hemostasis was not achieved. Deployment of a third proglide device was attempted; however, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device or established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The physician is reported not to be trained in the use of the proglide device. It should be noted that the perclose proglide instructions for use (IFU), states: caution - federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. It is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.